Event description:
The hospital reported that during an endoscopic vein harvesting procedure, towards the very end of the dissection, the conical dissection tip cracked and two pieces broke in the pt's leg at the proximal end of the tip at the base where it was screwed on to the scope. Th pieces were retrieved through the initial incision. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the device was received with the conical tip securely attached to the juicer body and formed a complete assembly. A piece of the body had broken off and it was missing. Based upon these findings, the reported case of the dissection tip breakage was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).